Manufacturer narrative:
Product mis-used by end-user. Damage on plastic handle of needle (cannula handle) appears to have damage caused by impact. Impact most likely caused the needle to break. Pictures attached. Customer to communicate with end-user proper use of product. Instruct end-user not to use any object to impact the handle while needle is inside patient.

Event description:
During a bone biopsy, the tip of the needle broke away in the patient. A surgeon came in, and did not want to remove the broken part in the patient as it was too risky. The patient was informed.